Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance of greater than 3000 ohms, high short interval counts (sic), and a high number of short and fast non-sustained tachycardia episodes. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted that beginning (B)(6) 2015, the ventricular sensing integrity counts up to 2,122; with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf) detected episodes with inappropriate shocks due to lead noise oversensing. The rv pacing impedance spiked to greater than 3000ohms which had been trending at 600 ohms. The rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate episodes.